Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The unit was received with normal operating currents and did not experience any off no power, low battery, battery out limit, or failed battery test alarms during testing. The unit passed functional testing including the rewind, self test, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. No unexpected restart error alarm, displayable history error alarm, low reservoir alert, or no delivery alarm were noted during testing. The following physical damage was noted: minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he woke up with a blood glucose of 487 mg/dl. The patient experienced multiple issues with the insulin pump. Once, after a battery change, the insulin pump kept prompting him to rewind. He experienced multiple occurrences of displayable history errors. The insulin pump was returned for analysis.